Manufacturer narrative:
Device evaluation - lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.0/2.0/152 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens was exchanged horizontally on (B)(6) 2023 due to lens rotation not associated to a low vault. The problem was resolved.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).